Event description:
Caller reported a malfunction on the pump with a fault code displayed as malf 5, which was not resettable. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Technical support resolved the issue by sending a replacement pump, along with instructions for backup therapy using multiple daily injections.